Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the blood glucose was high. The customer reported that patient's blood glucose at time of incident was 54mg/dl. Patient's current blood glucose was 87mg/dl. The customer treated with dates and food. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.